Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the customer encountered a repeated recoverable error 23008 on the system. The system displayed an option to recover the error or to disable the arm, though the error would not recover. The technical service engineer (tse) reviewed the system logs and found errors 23008 and 23013 pointing to the left master tool manipulator (mtm). The tse had the customer confirm that there were no obstructions around the mtm and walked the customer through a hard power cycle on the surgeon side console, the issue was not resolved. The customer swapped out the system to continue the case. The procedure was converted to another dv system with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the customer confirmed that the ports were placed prior to the issue being identified. The system did initially power on without errors. The customer clarified that the procedure was converted to laparoscopy, there were no additional ports made nor were there incisions increased. The patient tolerated the change.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
The master tool manipulator (mtm) was returned for failure analysis and the reported 23008 error was confirmed and replicated. In artemis logs, the 23008 error was found indicating pot to encoder fault on axis 4, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a golden system where the 23008 error was triggered indicating fault on axis 4, replicating the reported event. The mtm was then installed onto a patient fixture test platform (pftp) where at sine cycle the 23008 error was triggered indicating a fault on axis 4. As a result of these findings, failure analysis was able to conclude that the axis 4 motor was found to be the root cause the reported event. The mtm will finish testing in the fixture test. The probable root cause is attributed to a faulty axis 4 motor on the mtml. This issue can be resolved by replacing the unit.